Manufacturer narrative:
A new lead was successfully implanted. The lead was returned and the allegation could not be confirmed by testing and electronically the lead was found to be within specification.

Event description:
Boston scientific received information that the patient's thresholds on this lead had increased. There was report of on-going pacing during threshold testing. It was later reported that this lead had dislodged. No patient effects were reported.